Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-31392. It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient's leads were repositioned back to the original position. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
A case of lead migration was reported to abbott. During surgery on (B)(6) 2020, dr. (B)(6), moved the leads back down to t7-t8. Both leads had migrated up one level. No product was explanted or implanted. Effective therapy was restored. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present, nor were the circumstances of the event attributed to the implanted system.